Manufacturer narrative:
This supplemental is being filed, because the initial submission was erroneously submitted as a 5 day report and we were not required to initiate action to prevent an unreasonable risk of substantial harm.this supplemental is also being filed to report the results of the investigation: upon disassembly for visual inspection a worn rotor coupler was found.(B)(4).

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.